Manufacturer narrative:
On (B)(6) 2020, it was noticed the device code 1494 was added erroneously to the initial report. This device was not used in an off label manner. Device evaluation summary: during the visual evaluation of the device, a tear was observed at the union between the shell and patch on the posterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the devices weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized devices, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the product, which may result in additional scarring and/or loss of breast tissue. A seroma is a build-up of fluid around the device. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the device. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the product is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Corrected data: after clinical/secondary review of this file performed on (B)(6) 2020, it was determined that the seroma experienced by the patient was an early onset seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Corrected data: on jun 27 2020 it was noticed the following information was erroneously omitted from the previous report: patient identifier is ca, patient date of birth is (B)(6) 1957. H5 (labeled for single use?) Was marked incorrectly has been appropriately updated. On jul 13 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, seroma, device extrusion, infection. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported from germany that a female patient who underwent breast reconstruction surgery with a ce tall height te 350cc has experienced left breast infection, left breast late onset seroma, left breast implant device extrusion, left breast implant deflation and generalized pain. The device was also used in an off-label manner as the tissue expander was implanted in the patient¿s body for more than six months. As per the IFU, the devices are intended for temporary subcutaneous or submuscular implantation and are not intended for use beyond six months. The patient underwent explantation of the device on (B)(6) 2020.